Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event. The treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to a2, a4, b2, b3, b5, b6, b7, d10, h6 and h10. B5: upon follow up it was reported the peritonitis event was manifested by chills, cloudy effluent, abdominal pain and fever. The patient was treated with vancomycin and meropenem for peritonitis. The patient was discharged five days after hospital admission. On an unknown date, the pd catheter was removed due to fibrin. Should additional relevant information become available, a supplemental report will be submitted.